Manufacturer narrative:
The explanted device was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, inspection noted the device was returned without a header attached. Initially, device data was insufficient to obtain battery status and the device had no telemetry. The device was heated to body temperature and a full memory dump was performed, but no further analysis could be completed due to the missing header. It should be noted that historically, a lead being stuck in the device header indicates the silicone terminal sealing rings had likely bonded with the internal silicone sealing rings in the device header.

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) lead was not able to be removed from the pacemaker header. The physician had to break the header to get the lead out. Due to the extra force needed, the terminal pin of the lead became slightly separated from the lead body. The pacing threshold measurements were still normal, but the pacing impedance measurements had increased significantly. Therefore, this lead was surgically abandoned and replaced. No adverse patient effects were reported. The pacemaker was later returned and analysis was completed.

Manufacturer narrative:
The explanted device was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) lead was not able to be removed from the pacemaker header. The physician had to break the header to get the lead out. Due to the extra force needed, the terminal pin of the lead became slightly separated from the lead body. The pacing threshold measurements were still normal, but the pacing impedance measurements had increased significantly. Therefore, this lead was surgically abandoned and replaced. No adverse patient effects were reported.